Event description:
It was reported that the customer experienced a blood glucose level of 500 mg/dl. The customer's insulin pump alarmed her that her sensor glucose levels were below 50 mg/dl. Therefore, she treated her low blood glucose level with food and left her insulin pump in threshold suspend, causing her high blood glucose level. She also reported that the insulin pump powered off one night without receiving a low battery warning. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.